Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a system software failure 2011 error. The surgery center attempted to recycle power several times and the same error appeared. There was no patient injury reported.

Manufacturer narrative:
Information in section f provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found 2001 crc 351 communication error when evaluating the unit. The fss replaced the host printed circuit board assembly (pcba) and reinstalled the software. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.